Manufacturer narrative:
Block h6: imdrf device code a1401 is being used to capture the reportable event of balloon deflated. Device evaluation: block h11 the orbera balloon was returned for evaluation, and media was submitted with the complaint. A visual inspection and media analysis were performed. The device was returned deflated where it can be observed that the balloon is colored blue, most likely it was filled with methylene blue. Additionally, during the visual inspection it is possible to identify a huge hole in the balloon. The attached documentation includes some pictures where it can be observed that the balloon is colored blue. Additionally in other pictures, a line can be seen that indicates the presence of air inside the balloon. The attached media content shows a chat conversation where it is possible to identify the balloon deflated. The reported events of ballon deflated and device user device issue user error could be confirmed. A risk review of the orbera was completed and confirmed that the events of balloon deflated, balloon spontaneous inflation, vomiting, endoscopic procedure, balloon torn longitudinal and device user device issue user eror were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system directions for use (IFU) states "the igb is placed in the stomach and filled with sterile saline"; however, the media content attached and visual inspection shows the balloon-colored blue, most likely it was filled with methylene blue. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: balloon deflated, spontaneous inflation and vomiting. Based on all gathered information, the probable cause selected is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event. Most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. Device use of device issue - user error in this event is catalogued as failure to follow instructions because the problems traced to the user not following the manufacturer's instructions. For the event endoscopic procedure, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. For the events of balloon spontaneous inflation, balloon deflated and vomiting, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as known inherent risk of device. The evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2025, during the ongoing use of an orbera intragastric balloon system, the patient reported that she had vomited the balloon and experienced one episode of green-colored urine. On (B)(6) 2025, the patient was evaluated, and an endoscopic procedure was performed to implant a new balloon. Although the patient initially experienced vomiting and green urine, no further complications were reported during the endoscopic placement of the new balloon. The patient reported green-colored urine. Additionally, images provided by the customer from the initial balloon implant procedure in may demonstrated a blue-green discoloration within the balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. Therefore, use of device issue- user error has been applied.

Manufacturer narrative:
Block h6: imdrf device code a1401 is being used to capture the reportable event of balloon deflated.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2025, during the ongoing use of an orbera intragastric balloon system, the patient reported that she had vomited the balloon and experienced one episode of green-colored urine. On (B)(6), 2025, the patient was evaluated, and an endoscopic procedure was performed to implant a new balloon. Although the patient initially experienced vomiting and green urine, no further complications were reported during the endoscopic placement of the new balloon. The patient reported green-colored urine. Additionally, images provided by the customer from the initial balloon implant procedure in may demonstrated a blue-green discoloration within the balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. Therefore, use of device issue- user error has been applied.